Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump has scrolled on customer at a time. Customer¿s blood glucose was unknown. Customer stated that insulin pump rejected the battery, insulin pump had rainbow effect, insulin pump grinds during prime which gotten louder overtime, had random no delivery and rewind has gotten slower. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify missing segments or partial display anomaly, failed battery test alert, rewind anomaly and charge or battery last less than expected anomaly due to buttons not responding.